Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the device was missing segments in the display. There is no patient harm reported. There is no report of serious injury or death associated with this event.